Event description:
During follow up for an unrelated alarm, the cg stated that the home patient passed away in (B)(6). No other information was available. The following information was provided by global pharmacovigilance (gpv): on (B)(6) 2012, the patient's son in law contacted homecare services (hcs) and reported that the patient passed away on (B)(6) 2012. The cause of death was determined to be natural causes. Upon follow up with the registered nurse (rn), the rn declined to provide any additional information or answer any questions relating to this event. No further information was available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Review of the service dates and activities revealed the previous return of the device was not for the reported problem. There is currently no information to suggest that the device caused this death. The problem was not confirmed and the assignable cause was not determined. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release.